Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) displays a "check device" error message when the gas unit is connected. MFR 8030229-2015-00014.